Event description:
Contact reported that a charite artificial disc pt stepped off a curb and fell onto their back. Both pedicles at l4 fractured, resulting in a loss of disc space. Core of charite disc implanted at l4-l5 displaced anteriorly. A revision was performed to remove the disc and fuse l4-l5.